Manufacturer narrative:
Device is a combination product. (B)(4). The device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification the most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50x24mm promus element¿ plus stent was advanced but failed to cross the lesion. When the device was removed from the patient's body, the stent struts were noted to be lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.